Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d9, d10, g3, g6, h2, h3, h6, h11. Based on the results of the investigation a definitive root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had shown just color bar on the display. The issue was identified when inspected at the time of set up, before the patient entered the room. There were no reports of patient involvement.